Manufacturer narrative:
Conclusion: the report event of high impedance was confirmed. As received, using an x-ray, performed an inspection of the returned terminal end segment found two wires being broken at distal electrode. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient's lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown.